Event description:
Subsequent to previously filed report, additional information was received. It was reported, that suture placement in a common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath, prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, the proglide could not be advanced on the guide wire. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized and the procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela. And no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported difficulty advancing the proglide on the guide wire was not confirmed. A review of the manufacturing records revealed, no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine, a conclusive cause for the reported difficulties. However, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that puncture closure of an unspecified vessel was attempted using a proglide device relative to an abdominal aortic aneurysm (aaa) procedure. Reportedly, the proglide could not be advanced on the guide wire. Another device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.